Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging meter memory issue. The reporter alleged "log book not coming up correctly". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.